Event description:
While working with the boston scientific 3.8mm x 403mm ultrasound probe, the boston scientific 1.0 mm x 570 mm rigid pneumatic probe, and the rigid nephroscope, the surgeon and radiologist noticed silver shavings on the montior screen. A new ultrasound probe was opened and the scrub tech and doctors inspected the old ultrasound probe. There was rub marks noticed on several areas on the outside of probe. This is the third incident of metal shavings with these devices at our facility.